Event description:
It was reported that the colonovideoscope displayed b30 and e216 communication errors. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure error b30 was confirmed. The device was returned to olympus for inspection and the reported failure error e216 was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the connecting tube exhibited foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the b30 malfunction: due to corrosion on plug unit, b30 occurred and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of h6. Updated fields: h2, h6, h11. Corrected field: h6 (added c0201, d02, d14 code) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.